Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported, she was experiencing high blood glucose of 476 mg/dl. Customer also stated, the device kept alarming no delivery. Troubleshooting was performed. Alarm and possible causes were explained to customer. Fixed prime was performed insulin did not exit. Customer did not have a plunger. Manual prime performed and insulin did exit. Customer called back and stated the device continued to alarm and customer did not have an extra reservoir to change out. Possible occlusion on the reservoir. No further information reported.